Event description:
It was reported that during a procedure to achieve conduction system pacing (csp), a right ventricular (rv) lead was placed in the interventricular septum. However, the physician was not happy with the electrophysiological characteristics of the lead position, so the lead was removed from the body to inspect the helix. Visual inspection noted tissue within the helix and the physician attempted to clean it using a vein pick and small gauge needle. During this process, the helix became bent slightly off axis. This lead was then one of two additional leads that were attempted to be placed, however, after a number of clockwise lead body rotations, the physician felt they hadn't really advanced through the septum. The physician then attempted to remove them from the body. After a number of counterclockwise rotations, the leads remained stuck in the tissue. Further counterclockwise rotations in addition to traction force was applied, however, neither lead was able to be freed from the tissue and the helix of each lead became deformed (straightened) as a result. Further attempts were made to remove the leads; however, the helix broke off of the lead bodies. The two broken helixes were abandoned in situ and another lead was then implanted successfully without further complications and the procedure was completed. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. It was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately, we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that during a procedure to achieve conduction system pacing (csp), a right ventricular (rv) lead was placed in the interventricular septum. However, the physician was not happy with the electrophysiological characteristics of the lead position, so the lead was removed from the body to inspect the helix. Visual inspection noted tissue within the helix and the physician attempted to clean it using a vein pick and small gauge needle. During this process, the helix became bent slightly off axis. This lead was then one of two additional leads that were attempted to be placed, however, after a number of clockwise lead body rotations, the physician felt they hadn't really advanced through the septum. The physician then attempted to remove them from the body. After a number of counterclockwise rotations, the leads remained stuck in the tissue. Further counterclockwise rotations in addition to traction force was applied, however, neither lead was able to be freed from the tissue and the helix of each lead became deformed (straightened) as a result. Further attempts were made to remove the leads; however, the helix broke off of the lead bodies. The two broken helixes were abandoned in situ and another lead was then implanted successfully without further complications and the procedure was completed. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.